Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the patient went to the clinic for a mobile crown and when the crown was unscrewed, the screw that joined the tibase to the implant was broken inside the implant and the implant head was fractured as well. The implant has been removed. Another implant will be placed in 4 months after healing.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D4: additional device information. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. An unk zimmer screw and impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and bone on threads. Fracture at collar and screw fracture found inside. Device history record (DHR) review was completed for the subject lot number (1222922). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1222922) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.